Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial tachycardia procedure with a thermocool® smart touch¿ electrophysiology catheter and the temperature reading was lost during the mapping phase. The ep shuttle radiofrequency generator was restarted which did not resolved the issue. The connection cable was also replaced which still did not resolve the issue. The catheter was then replaced and the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to the biosense webster failure analysis lab and on (B)(6) 2018, it was discovered that the plastic covering of the shaft came off the shaft. Internal metal braids of the shaft of the catheter were exposed. In addition, fourier-transform infrared spectroscopy results showed oxidation mechanism was identified as inducer of the degradation process; however, the oxidizing agent remains unknown. Additional information was received regarding the returned catheter condition. This device was not re-used or re-sterilized. This condition was not noticed when the catheter was collected from the hospital for analysis nor was this condition reported by the hospital. All catheters at this hospital are stored in special room with room temperature. This finding has been assessed as a reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a right sided atrial tachycardia procedure with a thermocool® smart touch¿ electrophysiology catheter and the temperature reading was lost during the mapping phase. The catheter was visually inspected and internal parts were observed exposed along the shaft, which made this complaint reportable. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a fourier transform infrared spectroscopy test (ftir) was performed on the damaged area and the results showed that the material used on the shaft was manufactured using the specified material. Overall material degradation was identified as potential cause for the brittle condition observed on the shaft material. Based on the results, oxidative mechanism was identified as inducer of the degradation process, however, the oxidizing agent remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage observed along the shaft does not appear to be caused by any internal bwi processes since there is evidence that the device was manufactured in accordance with documented specification and procedures also, the ftir study results showed that the material used on the shaft was manufactured using the specified material, the root cause of the oxidizing agent remains unknown. Manufacturer's ref. No: (B)(4).